Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient received a heart transplant. No device related issues were reported. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. The device was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device-related issues were reported, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent heart transplantation. Additional information was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the account reported that the patient underwent a heart transplant. (B)(6) was returned assembled with the pump cable severed approximately 7¿ from the pump header. The distal portion of the pump cable (including the inline connector) was returned measuring approximately 18". The modular cable was returned attached to the pump cable inline connector. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. (B)(6) appeared to have been exposed to a fixative agent prior to its return for evaluation. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the pump functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental finding: incidental outflow graft obstruction: upon evaluation, a small lengthwise crease was observed in the outflow graft. Tissue accumulation on the exterior of the graft appeared to have filled in and formed over the distortion. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, and section 4 of the patient handbook instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, " provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 of the IFU, ¿equipment storage and care¿, states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap". Section 4 of the patient handbook, ¿living with the heartmate iii¿, also contains information regarding how to clean and care for the driveline. This section instructs the user to wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ no further information was provided. The manufacturer is closing the file on this event.